Event description:
Information was received indicating that this pump exhibited a motor not running alarm. No adverse patient effects were reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be cracked on the top case. There was evidence of a "motor not running" error in the event history log. The error was able to be duplicated during testing. Upon further inspection, the leadscrew nut was found to be tight, which caused the error. The root cause was determined to be improper device assembly during initial manufacturing of the device.